Event description:
The lead was electively explanted due to pocket infection. Device analysis reveals a j etention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior. Technique/tools: direct traction. No complications. Device analysis.